Event description:
The customer reported having an urgent care visit due to low blood glucose of 65mg/dl. Troubleshooting was performed. Reviewed the programming and found that the customer turned off the basal rates. The reservoir was showing more insulin than what is shown on the status screen. The customer stated that the insulin pump was not exposed to a high magnetic field. Assisted the caller to run a displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.